Event description:
Customer noticed many high patient calcium results which he repeated on another p module at a "sister site". He stated approximately 20 patients were involved. Customer sent 15-20 corrected results after repeats were completed. No patients were harmed. Customer provided calcium results for 20 patients, seven were erroneous: patient 1, initial result 10.61, repeat 9.60 mg/dl. Patient 2, initial result 10.59, repeat 9.45 mg/dl. Patient 3, initial result 10.79, repeat 9.80 mg/dl. Patient 4, initial result 10.68, repeat 9.59 mg/dl. Patient 5, initial result 10.77, repeat 9.81 mg/dl. Patient 6, initial result 10.85, repeat 9.89 mg/dl. Patient 7, initial result 10.68, repeat 9.84 mg/dl. Calcium reagent lot # was 62102901. The field service representative found wash wells contamination and he cleaned wash wells, probes and checked cell rinse operation. He verified analyzer operation by performing calibration and qc which were within customer parameters. He also ran a patient at sister lab with comparable results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.